Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 195 mg/dl. The current blood glucose was 190 mg/dl. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Customer treated for high blood glucose with manuel injection (4 units). Run load reservoir and fill tubing with current set and insulin exited at the qr. Customer did high pressure test and was passed. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer successfully assisted with high blood glucose. The insulin pump will be returned for analysis.